Manufacturer narrative:
The device was not returned for analysis. Photos provided by the user confirm the broken vessel locator wing. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a gastrointestinal bleed procedure using a 6fr sheath. Reportedly, after the clip of the starclose se device was deployed, the device could not be removed. The safety release steps were completed; however, the device could still not be removed. A small tug was done and the starclose se device could be removed from the patient anatomy. Hemostasis was achieved with the clip of the starclose se device. Once removed it appeared that one wing of the delivery system was "sticking out". There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A photo of the device provided by the account showed a broken wing. No additional information was provided.